Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended and was explanted. No additional adverse patient effects were reported.